Manufacturer narrative:
No patient information provided by the customer. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred. There is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display appears scrambled. Ventilator operates except for the display. The customer reported there was no patient involvement.